Manufacturer narrative:
Customer name & address- (B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use in an unspecified procedure, the basket wires of an ngage nitinol stone extractor were found broken. The device did not make patient contact. A new device was used to finish the procedure.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ngage nitinol stone extractor. The device reportedly was found to have a broken basket wire before use. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and the collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.8 cm in length. The basket formation had a broken wire, and there was approximately 1cm of the distal support sheath detached. The support sheath was severed at the distal tip. There were kinks in the basket sheath approximately 5cm and 92.5cm from the distal tip. The outer coating of the braiding was peeling from the basket sheath. Functional testing determined the handle actuates the basket formation, but it does not close completely. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a broken basket wire. Other damage was noted: the orange support sheath was separated near the handle. The basket sheath was kinked in two locations. The basket sheaths that secure the basket wires was also damaged, being split at the ends. The provided information stated the damage was found before use of the device. All devices are tested for functionality and inspected for damage during manufacturing and subsequent quality control checks. The cause of the damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.